Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 720 mg/dl. Customer tried to address the elevated bg with a correction bolus via the pump and with manual injection. Reportedly, the customer was taken to the emergency room. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.